Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer woke up feeling sick, but did not check his blood glucose levels until he got to the airport. The customer later realized that the insulin pump had a blank screen. Troubleshooting was performed, but the screen remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.